Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 04-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) dialed into the station and retrieved the med application logs as requested by the customer. The lower-level logs with raw scan codes were confirmed as useful for the investigation. When customer asked about un-pended items, tss reviewed the database snapshot and found no un-pended records, only load and pended entries, but noted that an item was unloaded with 0 quantity at auxiliary drawer 5.2 pocket d1 on (B)(6) 2025 before being loaded at auxiliary drawer 4 pocket d1 on (B)(6) 2026 which caused the discrepancy. The customer acknowledged the findings and agreed to close the case. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user required to investigate issue with pca, med ID: 51899, in specific time range. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.